Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the erbe integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure of customer getting ¿several errors (c-00 and m83)¿ was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. Visual inspection found the returned unit was in good condition. The complaint regarding the erbe not powering on was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting generator errors, an investigation is in progress to determine the cause of this reported event. The fse replaced the erbe integrated electro surgical unit (iesu). An RMA was issued to request the iesu be returned for evaluation. Intuitive surgical, inc. (Isi) has received the iesu, but investigation has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted following completion of the failure analysis testing, and if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the system is high down. It is unknown if the customer aborted/converted after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were several errors (c-00 and m83) when starting the erbe integrated electro surgical unit (iesu) generator. Monopolar energy was not working. The customer restarted the system and the power cables were replaced. The iesu was replaced after the end of the procedure. The procedure was completed with no patient injury nor delay. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.